Manufacturer narrative:
The device has been received back for analysis. The investigation is currently in progress. The report will updated when analysis is completed.

Event description:
It was reported the device was showing premature battery depletion. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported. The device has been returned, and the investigation is currently in progress.

Event description:
It was reported the device was showing premature battery depletion. The device was explanted and replaced on (B)(6) 2019. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.